Event description:
A pharmacist called lfs to report that a pt had been having trouble with one touch ultra meter. A rep spoke with pt's family member to obtain additional information. The pt had obtained a 136 mg/dl while having an epileptic seizure in the morning. Pt suffers from a rare genetic disease that causes lack of energy, weakness in muscles, and particularly causes blood glucose levels to drop. Their family member had called the emt following the blood glucose test. No treatment was administered prior to the emt arriving. The emt obtained a 60 mg/dl on their meter and administered valium. Pt was taken to the hospital. The hospital meter was 68 mg/dl. The results were obtained within 10 minutes and between the tests there was an intervention that would be expected to change blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt was administered food and beverage at the hospital. The pt's family member reported that they normally had a hard time raising their blood glucose level over 70 mg/dl. Pt is not prescribed to take any diabetes medication due to pt condition. No diagnosis was made at the hospital due to rare disease. Troubleshooting could not be performed since pt control solution had expired. Based on information provided, there was no evidence that the meter contributed to the serious injury, however, there is a meter malfunction and that does meet the criteria for a medical device reportable due to accuracy.